Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced a fall and subsequently lost scs system stimulation. An sjm representative met with the patient and ran system diagnostics which indicated invalid impedances were present on all of the lead contacts. X-rays taken indicated a possible lead fracture was present. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified surgical intervention took place on (B)(4) 2016 at which time the patient's entire scs system was explanted.